Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity rx drug eluting stent was implanted in the distal cx. Approximately 26 months post index the patient experienced an mi due to stent thrombosis of a non-target vessel (prox lad). Aspiration was carried out. The investigation assessed the event as not related to the index device. It was reported that the event was due to the patient stopping dapt. The event resolved approximately 13 days later.